Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing discomfort at the side of her ipg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort at the side of her ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient also had discomfort over the neck and arms. No device malfunction suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.